Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. It was noticed that the tube was broken and the tubing was associated with the erosion. The ipp was explanted and replaced with a tactra. No further patient complications.